Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined a conclusive cause for the reported difficult to deploy could not be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience xpedition stent referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a coronary procedure. A 3.5 x 18 mm xience sierra stent was implanted in the mid left anterior descending (lad) and a 3.0 x 48 mm xience xpedition in the proximal right coronary artery (rca). During the procedure, stent underexpansion was noted at both implanted stents and additional post dilatation was performed. On (B)(6) 2019, the patient was re-hospitalized. A stress echocardiogram was performed and noted ischemia. Restenosis was noted at the 3.0 x 48 mm xience xpedition in the proximal rca and stenosis was noted in the circumflex (cx) artery, a non-target lesion. A revascularization procedure was performed, with implantation of a 3.0 x 12 mm xience stent in the rca and a 3.0 x 28 mm xience stent in the cx. No additional information was provided.